Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had not charged the ipg for over 6 months, causing the ipg to become inoperable. In turn, surgical intervention may be planned to resolve this issue.